Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an altitude alarm occurred. The customer successfully cleared the altitude alarm and resumed insulin deliveries. The customer's blood glucose level was 426mg/dl.